Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a bladder infection and probable peritonitis, which required hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, esrd patients are susceptible to a wide range of infections (including urinary tract infections) due to their compromised immune systems. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events, nor was there any report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. However, based on the lack of causality and clinical follow-up, this clinical investigation cannot exclude the liberty select cycler or liberty cycler set from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2026 due to a bladder infection and probable peritonitis. Subsequent attempts to obtain additional clinical information (e.g., hospital records, discharge summary, treatment plan, causality, patient demographics)